Event description:
It was reported that a patient's blood glucose levels reached 452 mg/dl, while wearing the pod between 1 and 4 hours on the abdomen. The patient noted that the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed and the pink slide insert was not in the viewing window. The download data showed no alarms and that the pod was received in pod state 14. The soft cannula was measured and found to be within specification. Fluid initially did not flow through the complete fluid path. The formed needle was found to be occluded. After clearing the occlusion with the soldering iron, fluid was able to pass through the full fluid path. Inspection of the needle mechanism components found no damages or deficiencies that would prevent the pod from completing activation and deploying as intended. Inspection of the bottom housing and adhesive welds found no damages or defects. No damages or defects were found that would cause an adhesive malfunction. The cause of the adhesive malfunction could not be determined. The device was in pod state 14 meaning the device did not finish activation. Therefore the device did not deploy and could not have caused a dislodging of the cannula.